Event description:
It was reported the patient has not charged his ipg in about a month and a half. The ipg no longer communicates with any of the external devices. The patient is currently without stimulation. A new charger did not resolve the issue. The patient is pending a follow up with a sjm representative to troubleshoot his system.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.